Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant the right ventricular (rv) lead was difficult to remove from the introducer. The right ventricular (rv) lead was attempted but not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. The analyst noted that blood was obstructing the distal conductor at 20.5 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.